Event description:
It was reported by the edwards territory manager that during the transfemoral deployment of a 23 mm sapien valve, the valve was deployed too high (90:10) in the aortic annulus. The surgical team opted to place a second valve due to the uncertainty of the position and the presence of moderate to severe (+3) aortic insufficiency. A second 23 mm valve was deployed slightly deeper (70:30) in the aortic annulus. The aortic insufficiency was reduced, but was not completely resolved. The patient was transferred to recovery in stable condition. The patient was noted to have severe native valve / leaflet calcification. Coaxial alignment of the delivery system and valve, and the image intensifier angle were both reported to be good. There was no loss of pacing capture during valve deployment; however, ventilation was not held.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the aortic malposition cannot be confirmed with the information provided; there was severe native valve calcification, and per report, the image intensifier angle and coaxial alignment were good; however, it is unknown if the patient had septal hypertrophy and or preserved ef that could have contributed to the event. Of note, ventilation was not held during deployment, which could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4)y basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.